Event description:
It is reported that the patient received a stem implant and underwent revision surgery due to breakage.

Manufacturer narrative:
The device was returned to the manufacturer and a product investigation will be performed. Once the evaluation result becomes available, we will submit a follow up report. (B)(4).